Event description:
Spoke to patient who states that on (B)(6) 2017 and today, pump with sn (B)(4), maintenance due date 02/13/2018 gave her the error "no disposable, clamp tubing", pt adjusted cassette tubing and then got "no disposable, pump won't run" error both times . Pt states that the first time, pump was hanging on a hook/stand and woke her up with the alarm (not bumped or touched). Second time, pt states she did not bump the pump and the same sequence of events occurred. Sending a replacement pump for am delivery. Dose or amount: 77nkm. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2007 to present. Diagnosis or reason for use: pah.